Manufacturer narrative:
Complaint investigation is underway and will be attached to this report.

Event description:
During a tcar procedure, a dissection was caused with enroute .014'' guide wire extending to lica . Physician performed cea , advanced the guide wire into true lumen from surgical site and was able to deploy stent distally. Then the physician was able to advance the wire from tcar sheath into distal ica and deployed second stent to cover down to common carotid artery. The patient's clinical condition after the procedure is good.

Manufacturer narrative:
Complaint investigation is underway and will be attached to this report.

Event description:
During a tcar procedure, a dissection was caused with enroute .014'' guide wire extending to lica . Physician performed cea , advanced the guide wire into true lumen from surgical site and was able to deploy stent distally. Then the physician was able to advance the wire from tcar sheath into distal ica and deployed second stent to cover down to common carotid artery. The patient's clinical condition after the procedure is good.